Event description:
Ventilator failure. Ventilator was disconnected from pt. Respiratory therapist was in room with pt administering a treatment. Ventilator turned off and an audible alarm was present. Ventilator would not turn back on or silence. Screen was blank. Vent was replaced.